Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump passed the functional test including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The pump functioned properly. The pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was cracked and the replacement pump was not working. Customer's blood glucose was 1500 mg/dl at the time of the incident. Customer was hospitalized on (B)(6) 2016. Customer was out of it and doesn't recall. Customer had diabetic ketoacidosis and was wearing the pump at the time of the hospitalization. Customer was discharged on (B)(6) 2016. Customer stated that there were cracks on the battery compartment. Customer stated that the damage occurred because she was just trying to move. Customer was advised that the pump will need to be replaced. Customer was advised to revert to back-up plan.